Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an express sd stented catheter returned in the carrier tubing. The product pouch and carton were not returned. The carrier tube, hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There was no damage or leaks to the carrier tube or the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that device sterility was compromised. Upon unpacking of a 6.0mmx14mmx150cm express vascular sd stent, it was noted that the inner package leaked. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that device sterility was compromised. Upon unpacking of a 6.0mmx14mmx150cm express vascular sd stent, it was noted that the inner package leaked. The procedure was completed with another of the same device. There were no patient complications reported.